Event description:
It was reported from a manufacturer's representative (rep) that intra-op, the healthcare professional (hcp) tried to connect the ext ension to the lead, but the lead would not insert all the way into the extension. The rep said originally all contacts on right lead were >10k ohms, then after multiple times trying to insert the lead, the impedances were high on contacts 10 <(>&<)> 11. The rep said they tried another extension but still had trouble inserting the lead. The rep then said the hcp finally got the lead inserted into the extension. The rep reported the hcp said it seemed like the lead was a little bit "kinked". No symptoms were reported. Additional information was received. It was reported that the cause of the difficulty inserting the lead into the extensions was not determined but possibly due to the small kink in the lead that was created while the hcp tried to fully insert the lead in the extension. The more they tried to insert it, the more the kink became visible. The lead was not kinked out of box and was determined to be from the insertion. The cause of the impedance issues were thought to be from not being able to fully insert the lead into the extension. It never met the insertion line and therefore out of range impedances. Ultimately, the lead was fully inserted into the other extension which resolved all impedance issues. The lead was tested and determined there wasn¿t an issue with the lead. The issues were resolved at this time

Manufacturer narrative:
Concomitant products: product ID b3400060m, serial# (B)(4), product type extension. Product ID b3300542, serial# (B)(4) implanted: (B)(6) 2022, product type lead. Product ID b3400060, serial# (B)(4) product type extension. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(4), ubd: 16-dec-2023, UDI#: (B)(4); product ID: b3300542, serial/lot #: (B)(4), ubd: 22-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2022 the stage 2 occurred where they tried connecting the first extension but it didn't work so they moved onto the second extension shortly after.

Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial# (B)(6) implanted: explanted: product type extension product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type lead product ID b3400060 lot# serial# (B)(6) implanted: explanted: product type extension h3: analysis of the extension va2jce6v08 revealed that the set screw was missing from the distal end of the extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.